Manufacturer narrative:
Initial reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side not functioning. It was further reported that the device heated up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the locking mechanism on the air oscillator device did not function. It was further reported that the saw blade device did not stay locked and in position. During in-house engineering evaluation, it was observed that the device coupling tool side was not functioning and the device had heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.